Event description:
The physician reported that the patient's device had high impedance on a routine follow up. There was no report of trauma or pain in the neck or chest area. The physician recommended the patient to the surgeon for a possible revision surgery. Follow up with the physician revealed that high impedance was observed at the most recent visit but the first occurrence of the high impedance was noted from several months earlier. The device was disabled at the most recent visit due to the high impedance. The patient had x-rays performed to see if the cause of the high impedance could be noted. The x-rays have not been reviewed by the manufacturer to date. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's lead and generator were replaced due to the high impedance. The explanting facility historically does not return explanted products therefore product return is not expected. If the lead and generator are returned, analysis will be performed.